Manufacturer narrative:
According to the facility "the prefilled saline syringe has resistance, making it unable to be depressed when connected to balloon port". Per the facility there was no harm to the patient and another syringe was able to be used successfully. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "the prefilled saline syringe has resistance, making it unable to be depressed when connected to balloon port".